Event description:
It was reported that the ventilator graphic user interface (gui) became inoperative. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer reported to have performed the repair of the ventilator. The covidien customer support engineer (cse) evaluated the unit, and updated the software to the current revision. The unit passed all testing and it was operating within the manufacturing specifications.